Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed displacement test. Pump unit alarmed pump error during selftest due to faulty internal battery. Trace download analysis confirmed the pump alarmed power error , low battery alert and power loss alarm. The power management tool confirmed power error , low battery alert and power loss alarm was triggered due to faulty internal battery. Unit received with pillowing keypad overlay and minor scratches on lcd window. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed displacement test. Pump unit alarmed pump error 75 during selftest due to faulty internal battery. Trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool confirmed power error 25, low battery alert and power loss alarm was triggered due to faulty internal battery. Unit received with pillowing keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had reoccurring power error detected alarms. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.